Manufacturer narrative:
Review of the info provided yielded an attempted removal on a device which had not been inflated. Per the instructions for use, should removal of an undeployed device be necessary, track the device until it reaches the distal end of the introducer and remove both the device and the introducer as one unit. Attempting to withdraw a device in this manner may cause stent dislodgement. Method: the device in question was not returned, eval was made from description of event from the hospital and the sales rep

Event description:
The icast was placed at the site of the stenosis. The physician decided that this would not be long enough to cover the whole lesion. The delivery system was removed and it was noted that the stent was no longer on the delivery system. The stent was still in the wire in the distal aorta. After failed attempts to retrieve the stent, a large stent was placed over and trapped the stent against the aorta wall. At that point, two uncovered stents were placed in the left iliac. The pt did have to go to surgery due to the size of the sheath that was used to achieve the results.